Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4) device evaluation indicated that the source of pocket pain caused by the ipg could not be determined. Ac/dc current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The functional test was inconclusive due to damaged device. The reported complaint states that electrocautery was used in the explant.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure. No device malfunction was suspected.